Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim verify screen with auditory and vibratory features. The keypad cover was peeling from the base while all the buttons responded properly. Removal of the keypad cover did not find any contamination under the button contacts. A battery compartment crack was found below the grip pad at the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.